Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller was guided by technical support to perform a pump reset, after which the cgm error was resolved, and the customer successfully began their sensor session.